Event description:
A customer phenotyped 2 units of blood for the fya antigen with anti-fya lot fya63h-1 using tube testing. One unit was incompatible with a patient sample during crossmatch using gel methodology.

Manufacturer narrative:
Tested retention panoscreen I and ii, lot 45317, and selected fy(a+b+) and fy(a-b+) reagent red cells from panocell-20, lot 45290 ,with retention anti-fya, lot fya63h-1. The expected reactivity was observed in all testing. Returned anti-fya, lot fya63h-1 was tested with selected reagent red cells from panocell-20, lot 48368. The expected reactivity was observed in all testing.